Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Additionally, review of the sterilization records and bioburden identified that the lot met all sterile release criteria and no unacceptable bioburden results were identified. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the sample was not returned. The sterility lot release for the lot and the last two quarterly bioburden results were reviewed. The bioburden documents mention distaflo, but venaflo belongs to the same bioburden group. Both documents were within control limits at 65.18 and 29.39 cfu/device. The device was not returned; therefore, the investigation is inconclusive. Based on the available information, the most likely root cause is patient and/or procedural related.

Event description:
It was reported that some time post graft placement the patient experienced thrombosis of an avf brachia-cephalic at the elbow. It was further reported that the physician performed a partial excision and interpolate the graft at the arterial puncture site. Reportedly, the patient experienced an infection some time post placement and was treated with an IV injection. After the IV injection the patient experienced a reaction at the puncture site. The health care provider decided to remove the graft from the patient. Patient status is unknown.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post graft placement the patient experienced thrombosis of an avf brachia-cephalic at the elbow. It was further reported that the physician performed a partial excision and interpolate the graft at the arterial puncture site. Reportedly, the patient experienced an infection some time post placement and was treated with an IV injection. After the IV injection the patient experienced a reaction at the puncture site. The health care provider decided to remove the graft from the patient. Patient status is unknown.